Event description:
It was reported that the user experienced hypoglycemia with a blood glucose value of 59 mg/dl while using the ilet and treated with oral carbohydrates, including bread and approximately 20 grams of fast-acting carbohydrates, after which glucose stabilized and dinner was consumed; the user expressed concern about frequent lows and requested a factor restart, and education was provided to wait until glucose is stable. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hypoglycemia. No clinical symptoms associated with low blood glucose reported. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.